Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a calcium (ca) of below assay range (bar) was obtained on a patient sample on the dimension vista 500 instrument. Calibration and quality control (qc) were acceptable at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, performed mixer studies on server 1 probes, replaced and auto aligned sample 1 (s1) mixer, ran photometer auto alignment, primed the probe, and ran alignment for bottom of cuvette correction (bocc). Then, the cse ran system quick check, service method tests and s1 undermix test, which recovered acceptably. Then, the cse reset the instrument and ran all qc, which passed. The customer also ran several patient samples, which recovered acceptably. Siemens further evaluated the event and determined that the mixer potentially contributed to the ca result of bar. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a calcium (ca) result of below assay range (bar) was obtained on a patient sample on the dimension vista 500 instrument. The initial result was not reported to the physician(s). The sample was repeated on the original instrument. The repeat result recovered higher than the initial result and matched the patient's clinical picture. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the ca result of bar.